Manufacturer narrative:
Additional information: (MFR contact first name, last name and email address), (phone #). Evaluation summary one sample was received for analysis. Product was used in treatment. Visual inspection showed the presence of a loose foreign object a piece of plastic inside the pouch. The sample was received sealed inside its pouch. Product does not meet specification. The failure mode foreign object was confirmed in the provided sample. Failure was isolated to loose foreign object inside the package, however root cause was not determined. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to use on a patient, foreign material like vinyl polymers were found inside the package before opening. There was no patient involvement.